Manufacturer narrative:
The returned device was evaluated. During evaluation, the failure analysis team was able to duplicate the customer complaint for inaccurate co2 reading. The reading was 44; which is out of specification of the device. Recommended to replace the unit sensor to solve the issue.

Event description:
The customer reported that the multigas unit was giving an incorrect reading. No consequence or impact to patient.

Event description:
The customer reported that the multigas unit was giving an incorrect reading. No consequence or impact to patient.

Manufacturer narrative:
Details of complaint: on 2018 customer stated that gas unit was giving inaccurate readings. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. The reported issue was confirmed. Service requested: evaluation/repair. Service performed: evaluation. Investigation result: device was put into service on 1/29/2018. Service history for this device shows the following: 08/22/2018 300136237 - current notification. 08/22/2018 300136236 - duplicate of the above incident. Information necessary for investigation was not available, specifically: water trap replacement frequency. Gas settings on bedside monitor. For example, if the screen layout on the bedside. Monitor is set to fixed mode, are the parameter settings properly configured? Verification of proper connection for the water trap and sampling line. Are the gas units positioned at a permanent location or frequently moved? If frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? Are there any bents on the exhaust gas tube? Does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · are the units stored in high humidity locations? Is there adequate space behind the unit for the fan to operate properly? Are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Service manual for gf-210r/220r, second edition, printed 2012/09/21 includes the following selected items: general handling precautions: instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. Instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Per service manual, regular maintenance and inspection must be performed every six months. Zero calibration: in order to compensate for zero-point drift, the unit periodically takes in ambient air and performs an automatic zero calibration (auto zero calibration). Zero calibration finishes within 60 seconds. Auto zero calibration interval is as follows: · when unit is in steady state - auto zeroes every 2 hours if auto zero calibration fails, perform a manual zero calibration. For calibration procedures, refer to operator's manual or service manual of the connected beside monitor. Based on the troubleshooting section: anesthesia gas problems of the service manual, 2nd edition, the reported issue is diagnosed as sensor failure. Various factors could affect the performance of the device. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion: based on the troubleshooting section: anesthesia gas problems of the service manual, 2nd edition, the reported issue is diagnosed as sensor failure. Various factors could affect the performance of the device. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. Corrected information: f9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: d4 lot # & expiration date.